Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break occurred. A 3.50x38mm promus premier¿ stent was selected to treat the lesion. The physician noticed that the stent catheter was pulled apart when taking off wire.